Manufacturer narrative:
(B)(4) a follow up emdr will be submitted, in the event the sample or additional information becomes available. (B)(4).

Event description:
Catheter valve slipped out of the catheter. The blue emergency slide clamp was slipped over the catheter immediately and change of safety valve completed. No injury sustained. Implanted on (B)(6) 2015.